Event description:
It was reported that during a lung biopsy procedure, the coaxial stylet could not be removed from the outer cannula. The device was removed and another coaxial was used to complete the procedure. Reportedly, the pt experienced a pneumothorax as a consequence of the biopsy procedure. The user reported that this event was not caused by the alleged device malfunction. Thoracentesis was performed with immediate results. The pt was admitted to the hospital for 24 hour observation and is doing well.

Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted. The tip of the needle was examined under a microscope and it appeared fully machined. An attempt was made to remove the stylet from the outer cannula. The luer connection was difficult to untwist by hand. Therefore, the reported difficulty removing the stylet from the outer cannula is confirmed. The definitive root cause is unk. The current IFU (instructions for use) states: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Recommendation: prior to performing the procedure, ensure the stylet can be separated from the cannula without difficulty by loosening the hubs. Retighten the stylet into the cannula and ensure the stylet is fully seated in the cannula prior to insertion into the pt.